Event description:
It was reported to philips that the system was not booting up due to a defective suite pc on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc, reconfigured the system, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).